Manufacturer narrative:
The contact lens involved in the event was discarded by the patient. The lot device history records were reviewed and show that all requirements were met. The reporting practitioner indicated the etiology of the event as unknown. Based on all information, no casual factors can be determined and no conclusion can be drawn.

Event description:
A patient was seen by hcp in 09/04 and diagnosed with a sterile corneal ulcer od - etiology unknown. Ulcer was located in central 4mm of cornea; no cultures were taken. Hcp prescribed zymar. Patient advised to stop contact lens wear in 09/04. Patient was seen in follow-up on 09/17/04 and was considered resolved by hcp. Patient re-started contact lens wear on 09/17/04. Hcp documents no permanent decrease in visual acuity or residual corneal scar. Lenses were discarded by the patient.